Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed when trying to access medications from the refrigerator. A field service engineer replaced the wire harness, cleaned the micro-switch connections, tightened the micro-switches, applied black grease, and added a stabilizer to the harness to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the refrigerator door failed, preventing users from accessing the required medications. This incident did not result in any delays in patient care, as the customer was able to use another station to access the required medication. There were no adverse events or injuries reported based on this event.